Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken/torn (still attached) in the distal area. Blue suture material is wound and tied to each haptic at the distal area. Product history records were reviewed documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported complaint was for broken haptic when suturing. One haptic was broken but still attached. Suture material was tied to both haptics. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample with suture material tied to the lens, the damage is most likely related to customer handling. Information in the file indicated that the customer "may have tied up too tight". The iol was explanted and another one was implanted instead. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while suturing an intraocular lens (iol) in a patient's eye during an implant procedure, the haptic of the lens was noted to be broken. It was reported the physician may gave tied it up too tight. The iol was removed and replaced to complete the procedure. There was no patient harm. Additional information has been requested.